Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens. No patient injury. The cartridge used was not tested or approved for use with a silicone lens.

Manufacturer narrative:
Results: a visual inspection of the returned product shows half of lens is torn off and missing. One haptic is torn off the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.